Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. An ast manual method was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " for a long time, the client has had problems with the determination of aminoglycosides (tobramycin, amikacin, tobramycin) by the phoenix analyzer"

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. An ast manual method was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " for a long time, the client has had problems with the determination of aminoglycosides (tobramycin, amikacin, tobramycin) by the phoenix analyzer"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. An ast manual method was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " for a long time, the client has had problems with the determination of aminoglycosides (tobramycin, amikacin, tobramycin) by the phoenix analyzer."

Manufacturer narrative:
H.6. Investigation: a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer advised that they were having ongoing results concerns with their instrument. A bd field service engineer (fse) was dispatched to investigate. The fse verified the operation of the instrument, and replaced the normalizer panels (p/n 447157) as a troubleshooting measure. The customer reported that the issues continued following this repair, confirming that the failure was not associated with the normalizers. The customer reported that the failures were occurring on multiple lots of panels as well as different panel types (batches 1033198, 0338939, 1089694, 282480, 1110299, and panels nmic/ID-402, nmic-402, nmic/ID-408, unmic/ID-409, and unmic-409). Further testing was performed by the fse, and no failure of the instrument could be found. All optical tests were found to pass. Binary files were unable to be obtained by ID/ast quality, but log files were received and reviewed, confirming that the issue was false resistance related to proteus mirabilis and gentamicin and that there were no errors with the instrument. As no failure of the instrument could be found, this is an unconfirmed failure of the instrument and the root cause is unknown. This issue will be further investigated in relation to the panels that were involved. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.